Manufacturer narrative:
The field service engineer found both wbc and rbc baths not draining due to bad biochem valves. He replaced biochem valves, vacuum pressure pumps and all filters associated with bath and drain pathway. (B)(4).

Event description:
The customer reported that the wbc bath was overflowing on the coulter act diff 12 analyzer instrument after startup and the bath was not draining. The clear fluid (10ml) leaked on the counter. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.